Event description:
After successful pre-dilatation, an attempt was made to stent lesion at the mid rca with a mini vision stent delivery system (sds), but the stent failed to cross the lesion. A dissection was found on the proximal part of the vessel. Another company's stent was implanted at the target lesion and another stent was also implanted at the proximal part to cover the dissection.